Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 ,serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's battery site wound was not closing, the ipg was migrating towards the surface and there was pain with these issues. Ipg was not exposed out of skin and it appeared that there was less adipose tissue than when the ipg was implanted. It was also reported that the patient&#38112;body was rejecting the implant. Wound care was done with hopes that the wound will eventually close. The patient underwent an explant procedure.